Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Doctor reported via phone call that the insulin pump alarmed power loss. The customer had called before and the alarm was cleared but the alarm occurred again the day of the call. It was stated that the customer had high blood glucose and went to the hospital. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.